Event description:
It was reported that a clinician entered the pt's room and saw that the ventilator was displaying a "hardware error" and the pt had passed away. The ventilator has been returned to nellcor puritan bennett ("npb") and is undergoing investigation. Npb is communicating with the hospital staff to obtain further info regarding the event.

Manufacturer narrative:
Npb will send a follow up when investigation of the device has been completed.